Event description:
A customer reported their locked freestyle flash displayed an error 3 message. The meter was returned and testing confirmed the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint confirmed. Tested returned unit. No manufacturing parameters found out of spec. Did observe battery icon and booklet icon while strip was inserted causing icon to appear on the display and give e-3 errors. Uom was selectable and was received at mg/dl. Errors 0204 and 0800 were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.